Manufacturer narrative:
(Device code): appropriate term/code not available for occlusion. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via an unspecified vein due to deep vein thrombosis (dvt). Patient is alleging chronic occlusion. Patient allegedly had a successful filter retrieval on (B)(6) 2017. Patient notes and further alleges "after the filter was implanted, my vena cava became chronically occluded. Due to the occlusion, I had to undergo a surgical procedure to have the filter removed". Per the inferior vena cava (ivc) filter retrieval report dated (B)(6) 2017: "this patient had previously experienced deep venous thrombosis following endovascular aneurysm repair, had begun to have complaints of chronic swelling to the right lower extremity and symptoms consistent with post thrombotic syndrome. The patient was found to have complete chronic occlusion of the right iliac venous system, common femoral vein, femoral vein, and proximal popliteal vein. The occlusion appeared well organized and quite tenacious, and could not be traversed with the use of wires and catheters. The vena cava filter was retrieved; however, with no adverse sequelae".

Manufacturer narrative:
Additional information: investigation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated. Deep vein thrombosis (dvt), occluded inferior vena cava (ivc) and leg swelling. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported leg swelling is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information to report at this time.

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2014". It is alleged that "[pt] was injured without further explanation". Hospital and medical records have been requested but not yet provided.